Event description:
It was reported that during a breast biopsy the holster cable came off soon. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.